Manufacturer narrative:
(B)(4).

Event description:
It is reported this event occurred in the intensive care unit. The clinician reports that she could not advance the sheath introducer as it was frayed. The clinician used a separate sheath introducer from an mst kit to complete the procedure. There was no reported delay in treatment. There were no reported patient complications, injury, or death.